Event description:
It was reported that the balloons on 20 french 30 ml silver tipped non-latex catheters were deflated due to holes.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to a user related (example: contact with sharp objects/ exposed to petrolatum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[contraindications] 1. Precautions for use. (1) since movement of the body, etc. May twist or bend catheter to cause occlusion care should be taken the fix the catheter securely. (2) after placement of the catheter, confirm urinary flow through the catheter. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. If the problem is still observed, consider catheter replacement." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloons on 20 french 30 ml silver tipped non-latex catheters was deflating due to holes.